Event description:
It was reported that pump experienced malfunction alarm with malfunction 12. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset instructions and assisted customer with resetting pump, and no additional information was received regarding the final outcome of the event.